Event description:
Information was received from the customer that the unit shuts down when being turned on and does not alarm. The device was not in patient use at the time of the discovered malfunction. A repair evaluation was performed and the customer's complaint was duplicated. The heat sink was replaced to correct the problem. The component will be forwarded to engineering to determine root cause of the failure.